Manufacturer narrative:
This was identified at a training operation within the us military. No patient involvement. Initial MDR assessment was completed and determined not to be reportable based on customer usage (training exercise) and no patient impact. However, a field action was initiated and in an abundance of caution we reevaluated our MDR assessment and are filing this report. Combat medical received a complaint that the blood pack needles were found bent upon opening the convenience kit. The issue was discovered to be one component (a stand alone device) within the convenience kit: blood pack, single unit, r80-808. Investigation has shown that the current assembly process has the potential of bending/disconnecting the needles used in the affected kits. The influence of the variation of the needle position within the component (blood pack, single unit, 450 ml (r80-808)), coupled with the manual assembly process of folding the blood pack is causing needle damage in the finished product.

Event description:
Needles in the donor kits are bent and one disconnected from the bag when the corpsman attempted to uncap the needle during a training exercise.